Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: possible rupture.

Event description:
Patient reported, for left side. An ultrasound, which showed "possible rupture". Device was explanted. Treatment was reported, as capsulectomy with lipo.

Event description:
Patient reported, for left side, an ultrasound which showed "possible rupture". Device was explanted. Treatment was reported as capsulectomy with lipo.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst : unable to observe as it is a medical event that is not related to the device. Lump/ nodule : unable to observe as it is a medical event that is not related to the device. Edema : unable to observe as it is a medical event that is not related to the device. Other-medical : : unable to observe as it is a medical event that is not related to the device. Pain : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.